Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 occurred upon powering on the device, thereby confirming the customer's allegation; however, further testing was unable to reproduce this condition. The issue was determined to have been caused by a failed motor flex. The motor assembly was replaced.